Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt charged on friday turned the ins on pt is usually on group c pt stated she put stim at 3.0 pt stated she later brought stim back down to where she just barely felt it at 2.5; however, when she went to shut it down to 0.3 before leaving the house pt stated it wouldn't stop stimulating on high even though it was set 0.3 but pt was still feeling stim very intensely. Pt turned stim off and she is no longer feeling stimulation but she is worried about turning stim back on pt wants the ins checked first. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history including pt is supposed to have a hip replacement today but she was referred to a cardiologist.